Event description:
Caller reported a malfunction on the pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts resolved the issue by sending a replacement pump to the customer and providing instructions on using the backup therapy of mdi and backup insulin pump to ensure continued insulin delivery. Customer understood and acknowledged the procedures for returning the problematic pump and receiving the replacement.